Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
Customer reported a portex adjustable flange tracheostomy tube had the cannula separate from its 15mm connector. Additional information from the customer noted this issue occurred once during patient use. The cannula was changed and there was no reported patient injury. Patient remains in intensive care unit (not reported as sequelae of reported event).

Manufacturer narrative:
One tracheal tube was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found the connector was disconnected from the tube. After dissection of the tube, it was observed that the connector was not properly bonded to the tube. A review of the testing and inspection documents was conducted and deemed adequate. A review of the manufacturing process was conducted and no discrepancies were found. Visual inspection of 6 devices of a similar lot was conducted after dissection and did not find any discrepancies. Based on the evidence, the root cause was attributed to a manufacturing issue, the connector and the tube were not properly bonded by the manufacturing operator. (B)(4).